Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. The representative was unable to replicate the issue. The software was un-installed and re-installed and the same exams were re-imported without any issues when editing the model. No failures were found. Concomitant medical products: product ID: 9735736, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that while editing the 3d model, the screen went black and after a few moments displayed "internal error (code 64)". The representative (rep) pressed okay and the system automatically restarted and brought her back to the log in screen. The rep proceeded to the registration screen to edit the model and to see if the issue could be replicated. She was able to edit the model however the auto-refine looked poor and it took a while to save the model. She proceeded to upload another patient and edit the registration. When editing this model the screen went black again and the "internal error (code 64)" was displayed. They decided to bring in a different system as a backup and loaded the exam on that system. It was noted that the potential cause was due to a corrupt exam on the system or that the software had been corrupted. There was no patient present at the time of the event.

Manufacturer narrative:
Software analysis completed and it was determined that there is insufficient information to determine whether a software anomaly contributed to the reported behavior. (B)(4). If information is provided in the future, a supplemental report will be issued.